Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. Scratches to, and a deformation of, the outer housing of the progav was observed through the visual in specification. The progav housing was measured and confirmed the presence of a deformation. The housing deformation measured at 0.106mm, outside the tolerance of -0.06 +-0.02mm. The permeability test has shown that the progav is permeable. The progav was tested and is not adjustable throughout the normal range. The braking functionally test has shown that the brake function did not operates as expected. The result indicated that the rotor no longer performs as required. We performed a visual inspection of the progav. A deformations of the outer housing of the progav was observed through the visual inspection. This deformation was confirmed through a measurement of the plan paralleity. Next we tested the permeability and adjustability of the valve, as well as the brake functionally and brake force. The progav was permeable but did not meet the other specification. Finally, we have dismantled the valve. There were no visible deposits inside the valve. I based on our investigation, we confirm that the valve is nonadjustable, likely due to the observed deformation of the housing and the resultant defect of the rotor. The rotor is held in place through tension with the valve housing and provides the required braking force and brake functionally of the valve. A deformation of the hosing can cause the rotor to become loose and compromise the brake functionality. The cause of the deformation of the progav could not be determined throughout investigation. However, it can be noted that significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient height: 165 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav shunt valve was removed due to a malfunction. A (B)(6) patient underwent a retroaurikular shunt system implantation on (B)(6) 2018. After 5 months, it was noted that the valve was not adjustable. This issue led to removal of the device on (B)(6) 2018. Further details have been requested but not yet received.